Event description:
I was treated by my general dentist with invisalign - his recommendation - to prevent my teeth from turning inward and causing periodontal problems. I had a preexisting condition which my dentist said would not be a problem. He said invisalign said there would be no problem as well. One and a half years later, I am about to lose my lower 4 teeth as a result. Why was I not informed of the risk of invisalign by invisalign or my dentist prior to treatment? There is no disclaimer in any of the invisalign brochures indicating any problems. Invisalign is negligent in not providing a disclaimer on the literature it distributes to consumers and should be held accountable. I found this on the internet after the fact. However there is nothing on the invisalign web site. There are trials going on, studying resorption, extrusion and ankylosing of the teeth. Why was this not made public for the consumer. Disadvantages of invisalign are: limited control over root movement, such as root paralleling, gross rotation correction, tooth uprighting and tooth extrusion. The attachments, which align recommend and placed on the teeth during treatment set-up, are used for increasing aligner retention and tooth control. Currently, the design of these attachments is fairly crudes tooth-coloured composite in oval shaped, blobs -figure 3 - are indirectly bonded to the surfaces of selected teeth selected by align, using a clear plastic template provided. We are told that as the computer software technology becomes more sophisticated and the aligner material is improved, attachments will be refined and developed to aid difficult types of tooth movement. If this is the case, invisalign will be able to tackle more complex problems, such as extraction based corrections. Limited intermaxillary correction. Obviously, severe skeletal discrepancies cannot be contemplated with invisalign alone. Surgery or a pre-invisalign functional phase would be necessary. The use of class ii elastics to buttons bonded to the buccal aspects of the aligners has been tried but retention of aligners when wearing elastics is a limiting factor. Treatment planning does allow for some sagittal correction of the buccal segments up to 2 mm. And, thereby, some dento-alveolar reduction of any maxillary incisor protrusion. Lack of operator control. As the aligners are made in total, from treatment start to treatment completion, the clinician has no ability to alter the appliance during the course of treatment. If treatment goes off track, then new impressions are needed and the case is rebooted through the clincheck mechanism - as though one was starting treatment from scratch. This can be costly, even though an add-on, insurance payment can be elected before case submission to cover the reboot. As much as this lack of operator control can be perceived as a disadvantage, it is the nature of the invisalign challenge that the clinician gains the ability to plan treatment prospectively and, once this is achieved, the lack of control becomes less of an issue. Why was invisalign released before controlled clinical studies were done? Invisalign is based on a concept which was very similar to other previously developed orthodontic appliances -essix. As a rule, orthodontic companies release new appliances without having published any clinical studies. Is invisalign as simple as it looks? Clinician must be able to visualize treatment results that are in harmony with all other hard and soft tissues. Clinician should understand the correct direction of movement, sufficient anchorage, periodontal considerations and biomechanics involved. Many new aspects of treatment techniques must be learned about invisalign to be proficient with treatment of full malocclusions. Significant learning curve for orthodontists - usually 15 to 20 class I cases with normal ob-oj in order to effectively treat more difficult cases. It is really only simple for cases with minor spacing or anterior crowding and acceptable ob-oj - similar to fixed appliances. Opinion: invisalign requires greater skill and training to plan virtual tooth movement compared to conventional fixed treatment because the clinician must be able to plan the exact path to optimal results before treatment. How important is the clinician's skill level? Opinion: if you are committed to excellent results with fixed appliances, you are likely to achieve excellent results with invisalign - real issue is personal motivation for excellence-. Invisalign is only as effective as the skill and motivation of the clinician. You must treat to the standard of care of each patient. If you do not know the standard of care for a patient, treatment should not be attempted. Dose: clear aligners. Invisalign retainers were worn from late 2007 through 2009. Frequency: every 2 weeks. Route: buccal. Dates of use: 2007 - 2009. Diagnosis: to straightened lower tooth. Event abated after use stopped: yes.